Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal was positioned off center. When the first assistant rolled the seal, the seal did not roll properly and could not be loaded into the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal was in the loading position in the loader device, with the delivery tube pressing against it and deforming it. The plunger had not been depressed. Once the seal is deformed, it is not possible to successfully roll and load the seal. Based upon these findings, the complaint that the seal failed to load is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).